Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the hemostatic valve of the sheath malfunctioned. It was noticed that there was a significant amount of air and blood observed from the hemostatic valve. The physician extracted the cryo balloon from the patient's body. While advancing the balloon again, there was much more air and an unacceptable amount of blood observed from the hemostatic valve of the sheath. The case was able to be completed with cryo and no patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.